Event description:
It was reported that the customer had frequent battery changes and an issue with the esc button. Customer declined assistance from the helpline. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.